Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h11. The legal manufacture confirmed reprocessing was conducted in accordance with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The following is included in the IFU: ¿IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material coming out from the water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: due to clogging of channel tube, the tube cleaning brush cannot be inserted; residual liquid or foreign material come out of channel tube; due to deformation of scope cover, water tightness is lost; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; due to damage on suction cylinder, suction volume does not meet the standard value; due to clogging of channel tube, forceps cannot be inserted; scope cover has a scratch; connecting tube has a dent; connecting tube has a scratch; scope cover unit has a scratch; scope connector has corrosion; protector of universal cord on scope connector side has a scratch; universal cord has a scratch; forceps channel port is shaved; grip has a scratch; scope cover has a scratch; switch box has a scratch; forceps elevator lever has a scratch; forceps elevator knob has a scratch; upwards/downwards knob has a scratch; right/left knob has a scratch; control unit has discoloration; control unit has a scratch; due to clogging of channel tube, forceps cannot be inserted; due to damage on suction cylinder, suction volume does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, and bending angle in upwards direction does not meet the standard value. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.